Event description:
It was reported, that the touchscreen of this programmer was unresponsive. The programmer was power-cycled. However ,the issue persisted. This programmer was returned for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Functional testing and baseline checks were completed. The programmer was powered on and the log file was downloaded. Visual inspection revealed chipped glass on the touchscreen. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device, which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch. And a complaint review confirmed that the occurrence of harm associated with these events is low.